Event description:
A customer reported via phone call indicating that their insulin pump alarmed motor error. The patient's blood glucose level was unknown at the time of the call. The customer stated they were unable to rewind the insulin pump. The customer stated that there were no significant events that could led to the motor error alarm. The customer did not have time to troubleshoot the issue. The customer was at work and had to get off the phone. The customer did not return the product back for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.